Event description:
It was reported that an alarm was heard. Telemetry confirmed that the alarm was due to a low reservoir volume reached. The patient missed his refill date. The last pump refill was on (B)(6) 2012. It was noted that the gablofen drug expiration date from that refill was 3/20/2015. The patient was asymptomatic. The pump was refilled on the day of this report. The device system was used to deliver gablofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).